Manufacturer narrative:
The pump has not been requested to be returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas and alleged that the patient experienced a blood glucose (bg) of 758 mg/dl with nausea. Reportedly, the patient discontinued the insulin pump and was hospitalized and treated by their healthcare provider with unspecified treatment. The reporter stated that they do not believe the pump was the reason of the bg excursion and was not implicating the pump. It was reported that the patient had bronchitis and chest congestion and believed that was the reason for the bg excursion. This report is being made due to the bg excursion the patient experienced while on insulin pump therapy.